Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: during special procedure, the coil detached on its own without the controller. The coil detached while inside the patient. They left the coil in the patient. There are no plans to remove the coil. No patient injury reported.